Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer's blood glucose level today is around 30 mg/dl and current blood glucose level is 230 mg/dl. The customer treated their low blood glucose level with bottle of gatorade then customer ate carbs until her blood glucose was around 250 mg/dl. The customer was offered troubleshoot for low blood glucose. The insulin pump will not returned for analysis.